Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. The customer's blood glucose level was 331 mg/dl. The customer is going to receive a replacement insulin pump for continual no delivery alarms, even after reservoir and infusion set change.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No excessive no delivery alarm noted. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.